Event description:
This is a pt who was undergoing a total colectomy, proctectomy, j-pouch, ileal pouch anal anastomosis and loop ileostomy. The nurse reports that the stapler failed to deploy staples on second use with staple load inserted. The stapler was removed from the operative field and a new stapler was given to the surgeon to complete the procedure.